Event description:
Adverse event: "adverse reaction" reported by treatment provider. No other details provided. Product problem: end block gold coating failure. Route: transdermal. Dates of use: (B) (6) 2006 -- (B) (6) 2009.